Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 and 5) occurred. Additionally, it was reported that an occlusion alarm occurred. A new cartridge was loaded; however, this cartridge leaked from an unspecified location. Customer's blood glucose was 160 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.